Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 516mg/dl. Customer also stated that they were hospitalized due to chest pains, but not related to high blood glucose levels. Troubleshooting occurred. It was also stated that the customer had bent cannulas. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).